Event description:
I had prolapsed bladder and incontinence, I had told the gyn, dr (B)(6), I did not want the vaginal mesh. They all - four doctors - went ahead and implanted the mesh. Enclosed labs on urinalysis dated - collected on (B)(6) 2012. Bacteria on (B)(6) 2011. I had surgery to lift my bladder and to repair my incontinence, I was aware of the problems on vaginal mesh, saw the class action lawsuits against the MFR; was aware of the risks. Then on (B)(6) 2012, had an appointment with dr (B)(6) (gyn). That same day, a report from FDA was on (B)(6), warning doctors and patients to be aware of the problems and risks vaginal mesh were causing.